Manufacturer narrative:
The lcd screen issue was observed during a visual inspection of the returned autopulse platform. The lcd had defective/missing pixels. To remedy the issue, the defective lcd display was replaced. The autopulse passed the initial functional testing. No problem found during archive data review. As part of routine service during testing, the platform was examined and found unrelated to the reported complaint, damaged front cover and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance the front cover was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in may 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) screen lcd displayed blank upon powering on. No other functional issue was reported. No patient was involved.